Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not functioning. A field service engineer (fse) found that the keyboard was displaying incorrect letters on the screen. Fse rebooted the main pyxis to clear the keyboard settings, and it was then able to type the correct letters and numbers. Then tested the keyboard with the customer, and it functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es obs keyboard was not functioning properly, with some keys not being recognized at all and others triggered unintended search functions. For example, typing kaskew prompted the k key to open a device search instead of registering as text input. Nursing staff indicated that this behavior occurred with multiple keystrokes throughout the night, and as a result, they were currently unable to use this pyxis unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.